Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 46 mg/dl at the time of incident, treated with 30 grams dexcrose tabs, and current blood glucose level was 120 mg/dl. Customer would not have been in auto mode at time of event sensor was not connected. Customer reports that the sensor and transmitter were not firmly connecting. Customer advice that the sensor they were using were not compatible with current insulin pump and transmitter. The devices will not be returned for analysis.